Event description:
Medtronic received a report that a solitaire fr encountered resistance. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ischemic stroke (thrombectomy with stent). The patient¿s vessel tortuosity was severe. The access vessel was the femoral artery (access vessel diameter 5 mm). After the catheter was hydrated normally, it was guided through the thrombus to the target location, but the thrombectomy stent could not enter the tail end of the microcatheter. After replacing it with another stent of the same model, it still could not pass through the microcatheter. It was replaced with another catheter with a different lot number, and the stent was successfully delivered. It was unknown if IV tpa was contraindicated. No passes were made with the device. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: sfr-6-30 (d010245); product type: implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the solitaire fr resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device and rebar 18 catheter were returned for analysis inside a dispenser coil, a biohazard bag, and a shipping box. Damaged location details: the rebar 18 catheter tip and marker were examined; no damages were found. The catheter body was in good condition. No voids or flashes were found on the catheter hub. No other anomalies were found. Testing/analysis: the rebar 18 catheter's total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. It was tested by running an in-house 0.021-inch mandrel through the catheter hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer's "resistance" complaints were confirmed, as the returned solitaire fr 6-30 stent device's teardrop strut was kinked. The damage likely occurred when the user attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it had a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): "solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches." H6: coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.